Event description:
A baxter sales representative reported corporate product surveillance, on behalf of customer, a continu-flo set in which customer observed tubing separated from the drip chamber inside the packaging. The condition was observed before use. There was no patient involved and no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the assignable root cause of the reported condition is determined to be manufacturing error. As a corrective action, the process improvements and process instruction improvements steps were taken.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a continu-flo set in which the customer observed tubing separated from the drip chamber inside the packaging was confirmed during visual test of the sample. The tubing end was pulled out of the drip chamber. The remaining solvent bonds of the set were pull tested with no failures noted. A definitive root cause has not yet been identified. A batch review was performed on the reported lot with no deviations found. Should additional information be received, a follow-up medwatch will be submitted.